Event description:
It was reported by the pt he had bilateral hip replacements, the first one took place approximately in (B)(6) 2009 and the second replacement took place approximately in (B)(6) 2010. Pt believes that his right hip is a stryker hip and the left hip maybe a depuy hip. Pt continues to state that he is experiencing pain in both hips and that his hips hurt when sleeping and walking. Pt is also experiencing a clicking sound in both hips. Pt stated is not sure of the name of his surgeon.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.